Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient was revised to addressed instability. Operative notes indicated recurrent dislocation. Upon incision through skin and subcutaneous tissue to the fascia lata, a large amount of clear fluid was expressed almost under pressure out of the hip joint. A moderate large amount cheesy granulomatous type material in the hip joint. Attention was on cup, cup was noted that appeared to be anteverted more than usual, although the cup itself was smooth posteriorly in terms however no fracture was involve. Cup was remove with only a small amount of bone attached. Doi: (B)(6) 2004 (liner & head). Doi: (B)(6) 2002 (cup). Dor: (B)(6) 2006 right hip 2nd revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.